Manufacturer narrative:
The investigation for this event has been finalized. From the data logs the following errors codes have been found: for the patient sample 29-08-2020, 17:28 cglu was accompanied with error code 722 (sample error sample error insufficient or inhomogeneous sample during measurement). After measurement on hypochlorite solution (17:36), error code 788 appeared (hypochlorite detected - remembrane glu, lac and cl electrodes). Calibration (17:39) error 378 (calibration sensitivity out of range). Patient sample (19:36) was accompanied with question marks (?) And error message 210 (calibration error(s) present). All the calibrations and sample measurements were accompanied with these error messages, until glucose membrane was changed (31-08-2020, 8:32). Investigator concludes that when the analyzer shows the mentioned error messages and question marks, it means that sample measurements are not reliable (though values appears). Therefore, the analyzer worked as intended.

Manufacturer narrative:
Health professional: no information.

Event description:
According to the complaint the customer reports that a problem appeared during blood sample measurement on (B)(6) 2020 - 05:28 p.m. With too high glucose values during patient sample measurement. One of customer's operator/user apparently tried to fix that issue by using hypochlorite solution but not by using the auxiliary program "decontamination". Instead, hypochlorite solution measured as a blood sample at 05:36 p.m. Error message: 788-hypochlorite detected - remembrane glu, lac, cl and both crea electrodes. Although the analyzer showed above error message as well as question marks (glu/lac) and message "calibration error present", measurements apparently performed. A patient was treated with insulin due to the abl835 analyzer had measured too high glucose values of the patient's blood sample. The operator noticed that all glu values are too high after the insulin treatment. No information is received regarding how much insulin was injected and patient outcome. Print-outs of 4 different patients with comparable measurements that the customer considered correct and incorrect were received. The biggest discrepancy in the 4 patient print-outs was: 30 mmol/l - 8,9 mmol/l = 21,1 mmol/l. Based on the information the customer considered the glu measurements on the abl835 as false high. No reports of death or serious injury.